Manufacturer narrative:
Method, results, and conclusions: there was no device returned for eval. Site received software upgrade on (B)(6) 2012 and reported they have successfully completed cases since this initial report. Superdimension is filling this MDR in an abundance of caution due to multiple exposures to anesthesia.

Event description:
Site was unable to complete a case because they could not register the pt. The pt was under deep sedation and there was no report of pt injury, death or other serious adverse event.